Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus select ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid-stent damage, with stent struts lifted and pulled in a distal direction. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17jan2020. It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 38mm x 3.00mm, concentric, de novo target lesion was located in the non-tortuous and mildly calcified right coronary artery. After a non-bsc wire crossed the lesion and pre-dilatation was performed with a non-bsc balloon catheter, a 38 x 3.00 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a 2.75 x 38mm promus premier select. No patient complication were reported and the patient was stable. However, returned device analysis revealed stent damage.